Manufacturer narrative:
(B)(4). Insulin pump received with missing segments, partial display due to cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that insulin pump had a cracked screen on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.